Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill notification during the load process. Reportedly, the customer had filled their cartridge with 140-150 units of insulin. The customer's blood glucose (bg) level was 149mg/dl. The customer successfully added insulin into the cartridge and completed the load process.